Event description:
Pt admitted with mi. Angiography showed severe calcification of all coronary arteries. Angioplasty attempted of lad. Wire was advanced into lad. Lesion dilated x2. Catheter removed. A 3.0 stent was deployed. Pt had dramatic st changes and chest pain. Extravasation of contrast seen. Bp dropped. Brady rhythm. Resuscitation to no avail. Pt expired. Perforation of lad either by wire perforation or due to angioplasty, complicated by tamponade.